Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 80% stenosed, 3.50 x 48mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, there was no image shown, even after repeated flushing of the device. The device was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: run run shaw hospital affiliated zhejiang university school of medicine. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached. Visual inspection showed kinks in the sheath assembly. Impedance testing showed no electrical issues with the device.